Event description:
It was reported that the patient fell at home and underwent revision procedure approximately three months post initial implantation due to nail fracture at the lag screw section. No additional information is available.

Manufacturer narrative:
(B)(4). Report source: UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected section: b1. Complaint product was not returned. Reported event was confirmed by review of radiographs.  Review of the available records identified the following:  two views of the proximal left femur demonstrate an intramedullary rod and screw device with fracture of the intramedullary rod at the screw. Comminuted fracture of the proximal femoral diaphysis appears to be present. No dislocation. Osteopenia is present. The reported event is confirmed with the x-ray showing the nail and bone fractured inside the patient. Device history record (DHR) was reviewed and no discrepancies were found. Upon conclusion of the investigation, no problem was found with the given device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6. H6: proposed g-code: mechanical (g04) - im nail. The reported event is confirmed though product return. Visual examination of the returned product identified signs of wear and tear from possibly removing the nail from the patient. There are nicks and gouges across the entire body of the nail, and it is fractured near the proximal end where the hole for the lag screw is located. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Fracture analysis has been previously analyzed at this fracture location in which fatigue fracture was identified as the mode of failure. Review of the available records identified the following: two views of the proximal left femur demonstrate an intramedullary rod and screw device with fracture of the intramedullary rod at the screw. Comminuted fracture of the proximal femoral diaphysis appears to be present. No dislocation. Osteopenia is present. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.